Event description:
It was reported that during an assessment to perform a valvuloplasty procedure, a physician trained in the use of the perclose proglide device, attempted a pre-close technique in the common femoral artery. Reportedly, the device would not "pick up the suture" and a cuff miss occurred. A second proglide was used with the same results. Another proglide was successfully used. After arteriotomy closure, the pt experienced a hematoma smaller than 6 cm and manual compression was successfully applied for approximately 15-20 minutes. There was no adverse pt sequela. Though requested, no additional information was available.

Manufacturer narrative:
(B)(4) the customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report. The first perclose proglide(part 12673-03, lot 900336h), indicated is being filed under manufacturer report number 2953144-2010-02813. The second perclose proglide (part 12673-03, lot 900336h), indicated is being filed under manufacturer report number 2953144-2010-02814.